Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The cause for the failure was isolated to the belt receptacle was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.